Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement due to normal eri, externalized conductors were observed on the right ventricular lead prior to the procedure. No electrical anomalies were noted. After the rv lead was attached to the new ICD, noise was noted. The lead was capped and replaced on (B)(6) 2016. No patient symptoms before or during the procedure.

Event description:
New information states that the patient is in stable condition.